Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a sidebands surgery the anchor broke, although made with the correct drill and tap according to the surgeon. All fragments were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection identified the tip and threads of the anchor of the implant system, secondary fixation with 4.75 mm biocomposite swivelock®, acl/pcl repair had broken off. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.